Event description:
Sagent brand adenosine 6me/2nd. Needleless syringe will not sit the hospira symbiq needleless system primary pump set. It seems to not engage the symbiq set deep enough to allow transfer of the medication. Therapy dates: 2009.